Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced low pump flow. The decision was made to place an impella cp and send to the intensive care unit with the patient being on vasopressors. Upon placing the repositioning sheath, it was noted that the physician grabbed the sterile sleeve and inserted, thus causing the cannula to kink followed by suction alarms and "impella in ventricle" alarm. The physician immediately pulled the impella cp back and placed into the proper position. However, suction alarms were unable to be resolved and they were unable to get flows above 1.5 liters per minute. The decision was made to remove the impella cp and replace with a new one, which was successfully completed. The patient was sent to the unit on impella mcs and was noted to be in stable condition.

Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Clinical details stated that physician grabbing the sterile sleeve and inserting when exchanging the repo sheath with the peel away which caused the cannula to kink and suction and "impella in ventricle" alarm. The pump was pulled back into place but unable to resolve suction and get flows above 1.5 l/min. Product was visually inspected and a cannula kink was found. Data logs show suction and "impella in ventricle" alarms followed by low flows. The root cause of the issue was most likely a kinked cannula since a cannula kink was found on the returned product.